Event description:
It was reported that while attempting to treat a patient (age & gender unknown), the device alarm occurred indicating a fio2 dosing issue. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was able to provide logfiles for further evaluation. The data shows that the device was in use from (B)(6) 2025, at 15:44:33 through (B)(6) 2025, at 07:25:30. During this time, both the log and trend files documented fluctuations in fio2 values. At 07:18, the trend files documented multiple dips in monitored fio2 values accompanied by elevated leak flow. Given the amount of leak flow present in the trend files, the seal of the patient interface was likely poor, which resulted in air entrainment. As a result, a reduced measurement in fio2 concentration would be seen, as experienced by the clinician during this patient event. Given the circumstances of the poor patient seal, the device behaved appropriately. The device was evaluated by a zoll field service engineer (fse) and was found to be operating within calibration and testing specifications. Through the device log file review and physical evaluation of the device, it was determined that the device was operating as intended and the device meetings specification. No trend identified based on similar events.